Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that within the first few weeks after implant (B)(6) 2016), the patient had an MRI and they had a horrible experience with burning. The entire spinal cord system was removed within those first few weeks after implant due to this issue. No further complications were reported or anticipated.